Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1exbn, implanted: (B)(6) 2017, explanted: (B)(6) 2017, and product type: lead. H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that within a year, their first lead had to be replaced. The patient stated that they were very thin and the ins had been ¿spinning around and the lead wrapped around it.¿ the patient stated they replaced the lead and created a new pocket for the ins so that it would stop moving. The patient also noted that they had always felt stimulation in their foot but that they were no longer.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1exbn, implanted: (B)(6) 2017, explanted: (B)(6) 2017-, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Hcp said the patient reported discomfort at the pocket site as the ins was not laying flat in the pocket. The patient is very thin and the ins could be visibly seen laying on its side right at the incision site. They do a lot of exercising in the form of barre, pilates, etc. They were scheduled for a pocket revision on (B)(6) 2017, but after interrogating the lead, all ins combinations were >4000 at an amplitude of 1 and 2. At an amplitude of 3, all combinations were >4000 except 2 and 3. It was discovered when opening up their ins that the battery had been twisted around and around which appeared to have damaged the lead. As a result of the event, the lead was replaced and the issue was resolved at the time of the report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.